Event description:
It was reported that this patient passed out and had fallen out of a tree. A review of the implantable cardioverter defibrillator (ICD) data was performed but the data was from over a week prior to the syncopal event. There were no stored episodes observed and no out of range measurements noted. However, the health care professional (hcp) reported there was oversensing on the right ventricular (rv) channel. Programming options were discussed, but the hcp did not want to make the adjustment. At this time, the system remains in service. No additional adverse patient effects were reported.